Manufacturer narrative:
Evaluation summary: the sample has not been received at the time of preliminary summary completion. The device history record (DHR) was reviewed and no abnormalities were found. The product was released according to the manufacturer's release criteria. There are no additional complaints for this lot. All products pass 100% final inspection at the manufacturing site prior to approval. If a defect would be noticed, the product would have been rejected. The root cause cannot be determined , the root cause will be reassessed upon sample receiving and completion of investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported that during a glaucoma filtration device (gfd) implant procedure, the device was implanted into the eye, but it wouldn't flow. The device was removed. Additional information was provided by the initial reporter, that a trabeculectomy was performed during the initial procedure. The patient's issues resolved.

Manufacturer narrative:
Product evaluation: the sample was received for investigation: the sample was returned in an open primary packaging. The delivery system (eds) wire was pressed down. The eds wire was pulled in and didn¿t protrude from the cannula opening. The device was with the glue residues, the disk was bent. The device lumen was partially clogged. After the cleaning, the device lumen was open. The device history record (DHR) was reviewed and no abnormalities were found. The product was released according to the manufacturer's release criteria. There are no additional complaints for this lot. All products pass 100% final inspection at the manufacturer prior to approval. If a defect would be noticed, the product would have been rejected. The root cause is inconclusive - unable to verify, since the blockage could have been caused by many different reasons during the clinical procedure. The blockage does not seem to be product related since after cleaning the device - the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. However, the complaint of blockage is confirmed. The manufacturer internal reference number is: (B)(4).